Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose (bg) was 490 mg/dl. Customer delivered a correction bolus in an attempt to resolve the elevated bg. Customer was hospitalized, treated with intravenous insulin, and discharged two days later with no permanent damage.